Event description:
Customer reached out to us via email letting us know she was having difficulty removing her cup. She had inserted the cup while she was not on her period and cup had moved up high in her vaginal canal. Our team responded to her initial email on 4/20/2018 with removal tips, as well as a phone number to call for assistance with removal. The customer replied the same day letting us know she went to urgent care to have the cup removed, but they could not remove the cup and referred her to the emergency room. Once at the emergency room, they were able to remove the cup and also disposed of the cup. On 4/23/18, a saalt team member placed a follow up phone call to receive additional information from the customer. From that phone call, we learned that the customer was unable to reach the base of the cup at the time of removal and was not comfortable reaching very far up to try and remove the cup. The urgent care physician attempted to remove the cup with her fingers only, but ended up suggesting to cut the base of the cup to help break the seal and remove the cup, but the customer was not comfortable with this plan and subsequently went to the emergency room. We offered a refund for the purchase of the cup following our correspondence with the customer.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. Although the device lot number was provided, DHR results are still pending. DHR will be submitted in a follow-up report. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. The instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction hole making it difficult to the remove the cup". Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. - attachment: [MDR submitted jan 29-30 (1).png]

Event description:
It was reported by the customer that she had difficulty removing the menstrual cup after wearing it overnight. The customer stated that she spent a total of 1.5 hours trying to remove the cup by squatting, bearing down, and relaxing but she could not break the seal. The customer was new to using cups and did not feel comfortable reaching up in the vagina cavity to remove the cup. After a total of 14 hours, the customer went to the urgent care to have the cup removed but the doctor could not break the seal to release the suction. The customer subsequently went to the emergency department where the doctor was able to remove the cup using forceps. The cup was discarded after removal. The customer stated that she experienced "a lot of pain and soreness after the removal" but did not report any other issues thereafter. Upon follow up, the customer was offered additional removal tips and referred to the saalt cup academy facebook group.